Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: multiple air in line alarms. Detailed inquiry description: ails. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging was returned for evaluation. The sample was visually evaluated with no defect noted. The sample was attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. Functional testing also included reading the millivolt reading of the air sensor of the pump with the set.a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152, which meets the specification of 0.152-0.154 inches. Based on the results of the sample evaluation the reported defect of air in line was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.